Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with a symptom of drainage at the driveline exit site. A driveline infection was suspected, so the drainage was cultured and the patient was started on doxycycline treatment. The cultures came back negative, indicating there was no infection present. However, doxycycline was continued for 6 weeks as a precaution. The patient was discharged home on (B)(6) 2020 when the drainage resolved. They continued to be monitored as an outpatient, and no further symptoms developed.